Event description:
Customer reported 2 discordant hemoglobin (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant hba1c results is unknown.